Manufacturer narrative:
(B)(4). Cartridge installation. The analysis results that one long60a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications.

Event description:
It was reported that during a gastric sleeve procedure they were reloading with a blue reload for the fourth firing and the cartridge would not seat properly. They removed the reload and cleaned the device in sterile water and it still would not load. They pulled another blue cartridge and it would not load either. They completed the procedure with a new like device. There was no patient consequence reported. The device will be returning for analysis. On what tissue type was the device used? Stomach at what location on the tissue? Not on tissue. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Fourth loading. During which stroke did the event occur?na. What color cartridge was being used?blue. What other color cartridges were used before and after this event?blue. Was buttressing material utilized? Na. If so, which product? Was the instrument fired across or near an existing staple line or clip?na. Were any unexpected noises heard? No. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)?na. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention?na. Was there any difficulty removing the device from the tissue?na.